Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was at 1.5 years remaining a few months ago, and had been implanted for approximately 11 years. Now it was discussed that the battery was thought to be fully depleted, however the device was displaying beginning of life. The device would not pace, thus the patient was at brady sinus rate of 40 ppm. There was no capture at max outputs, and impedances could not be taken. The magnet rate was unable to be taken. The device was explanted, and the leads were tested using the pacing system analyzer (psa) and were within normal limits. The leads remain in-service. It was reported that there were no additional adverse patient effects.